Event description:
Bimax operation. Imf elastics used. Postoperatively the position of the upper jaw was not optimum, however the plates were still in place with no detectable changes. Reoperation with titanium plates.